Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering the correct amount of insulin and intermittently, over-delivered insulin with no alarms. Customer did not report additional information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.